Event description:
Reported 1 false positive result for flu a and 1 false positive for flu b. In addition, suspected approximately 5 false positive flu a and approximately 5 false positive flu b results. Tests were performed on asymptomatic patients. The customer communicated the results were confirmed by alternate testing method (method unknown).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.